Event description:
It was reported during surgery, patient in lateral decubitus position, surgeon switched from a blade to an elite stone cutter ((B)(4)). Sales rep commented that it was not "spinning" fast enough. Rep had no detail on rpms. He removed the burr to examine it and placed it back in the mdu. Mdu started to heat up and he could not remove the burr from the hub of the mdu. They ended up unplugging the mdu from the dii unit to stop the burr. They discovered the burr was welded onto the hub. Rep said this dr has been a surgeon for 25 years and they did use adequate irrigation. When they were closing they noticed a red mark over the deltoid the width of the mdu and approximately 2-3" long on the patient's shoulder. When sales rep arrived at the facility, he plugged the suspect mdu into the dii unit and got a warning -"short-circuit detected" error. He then took his mdu and plugged it into the same dii unit and it worked fine.

Manufacturer narrative:
Product passed functional testing per process summary (B)(4) rev w steps 9.1 thru 9.1.6 and high speed (10,000 rpm) testing with blades installed. Mdu did not overheat or lock up during testing. No problem found after evaluation. (B)(4).